Manufacturer narrative:
This report is submitted on may 9, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use, and subsequently underwent revision surgery to have an abutment placed on the internal fixture (date not reported).